Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported via a call from the rn in the cvicu (cardio vascular intensive care unit) to the clinical support specialist (css) that the rn called to troubleshoot the central lumen a-line. The intra-aortic balloon pump (iabp) was in autopilot mode utilizing the fiberoptix sensor (fos) arterial pressure (ap) source. The rn stated that the pressure tubing connected to the central lumen a-line had broken off at the hub. The rn said that she attempted to aspirate from the central lumen and was only getting air from the line. When the css called the rn back she stated that the md had come in since she called the hotline and has chosen to remove the iab for multiple reasons. The rn stated that the md is not going to reinsert at this time. The md stated that this is an "issue with the cath lab; they over tighten the hub and crack them often" and the md feels the central lumen is clotted.